Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the adhesive of the objective lens was peeled off. This is attributed to deterioration by chemical or physical stress. Other observations for the device: label on video connector is peeled; video cable has buckling; due to wear of angle wire, bending angle in up direction does not meet the standard value; video connector has a crack; universal cord is dirty; distal end rubber coating (a-rubber) adhesive has chip; and a-rubber, video connector, video connector case, light guide cover glass and connector, grip, switch (sw) sw1, right/left and up/down plates, control unit, and forceps elevator lever have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device is an olympus loaner asset that was sent in to the service center for repairing the issue of a peeling connector label. There is no patient involvement and no harm reported to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that the adhesive of the objective lens was peeled off. This is attributed to deterioration by chemical or physical stress. This medwatch is being submitted for the reportable issue of the peeling of the objective lens as observed during device evaluation.

Manufacturer narrative:
Correction: d5 - health professional should have been selected on the initial report rather than other. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.